Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. No intervention has been performed and this time and the patient was stable.

Event description:
Additional information was received indicating that the right ventricular lead was capped and replaced to resolve the event.